Event description:
It was reported that the customer had a bent cannula and a high blood glucose level over 400 mg/dl. Customer stated that it led to being hospitalized with diabetic ketoacidosis for 3 days on (B)(6). Customer stated that the sensor was helping to determine when the sets are failing. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.